Manufacturer narrative:
At this time no conclusions can be made to what extent device may have caused or contributed to the reported event. The attorney alleges the patient experienced serious injuries, including infection, requiring extensive medical treatment, including multiple hospital admissions and multiple courses of antibiotics. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective. Addendum per legal complaint: it is alleged per the patient's attorney that the patient has suffered permanent injuries, significant pain and suffering, and emotional distress. It is alleged that on (B)(6) 2016, the patient underwent incisional hernia repair. As alleged, a bard/davol ventralex patch, was implanted in the patient during this repair. It is alleged that the bard/davol ventralex patch is defective and that the bard/davol ventralex patch implanted in the patient failed to perform as intended. As alleged, it has caused serious injuries, including infection, requiring extensive medical treatment, including multiple hospital admissions and multiple courses of antibiotics. It is alleged that the patient was caused to suffer severe personal injuries, pain and suffering, severe emotional distress, and other damages.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective.